Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The medtronic representative found the interface cable, pleora box and lvds cable required replacement. The medtronic representative tested the hardware, software, and instruments and reported the system passed. The system was found to be fully functional after replacement of the hardware components. The suspect interface cable, pleora box and lvds cable were returned to the manufacturer for analysis. The hardware investigation into the suspect interface cable found that the reported event was related to a hardware issue. Mvs interface cable fails the gbit portion of bench testing. Lemo wires to connector pins 4 and 11 have separated from the lemo connector. The reported event was confirmed to be caused by an electrical failure of the interface cable. The returned pleora box and lvds cable were found to be fully functional with no problem found. (B)(4).

Event description:
A medtronic representative reported that while in a pelvic trauma surgery the imaging system was having communication and imaging issues. This resulted in the surgeon deciding to abort the use of the imaging system. The delay was less than an hour and there was no impact on patient outcome.